Event description:
A system error 2240 alarm that appeared on the display of the home pt's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during a dwell phase, and did not reconnect in time for the following drain cycle. When the home pt returned to the alarm, they reconnected themselve to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was reported at the time of the call.